Event description:
Approximately 30 days post surgery during a follow up visit, the doctor found that two x-wires were broken. The wires were removed from the treatment site and discarded in the doctor's office.